Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage as well as display was solid white. The customer¿s blood glucose was 131 mg/dl. The customer was assisted with troubleshooting. The customer states no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer states insulin pump also had scratches and broken the belt clip. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No white display or blank display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was monitored and no unexpected display anomaly noted. The device was received with scratched case and broken belt clip rails.